Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged undefined occlusion alarm was verified, but the battery not charging issue could not be verified.